Event description:
The following has been reported: port warwick pump alarmed service needed. Pump was infusing at time of alarm, no patient harm, staff did hard power reset and pump continued to alarm. Issue occurred using lvp-0004 s/n (B)(6). 3/15/24 - powered up pump and not alarming, new log added. 4/1/24 - reported: test infusions were ran today on the pump that should have been resolved with the software updated. Test infusions were completed without issue and updated logs pulled for each. Added new logs. Preliminary evaluation of the logs showed the following: software anomaly (resistor coupling timeout). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Pump was not returned. Investigation of the software anomaly was performed. After coupling, resistor knob was to be returned to the closed position. Instead, the coupler performed an extra loop and triggered a pump-problem alarm. Pump alarms before the start of an infusion, which can lead to delay of therapy. Issue can only happen when a set is being loaded. Summary of investigation is that the pump experienced a temporary failure due to a coding anomaly. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.